Event description:
The product specialist reported that the it broke during use. It broke during final tightening of the compression screw but he was able to finish. It prolonged the operation with 15-20 min but he is happy with the results. No impact on patient. It broke up at the attachment to the handle. He bent it more and could use a chuck to hold it to be able to tighten the last bit.

Manufacturer narrative:
Correction: refer to h6 health impact code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screwdriver shaft was found to be bent and broken around the proximal region. It broke up at the attachment to the handle. The device was manufactured in 2015, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use states: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ based on investigation, the root cause was attributed to a normal wear related issue. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The product specialist reported that the it broke during use. It broke during final tightening of the compression screw but he was able to finish. It prolonged the operation with 15-20 min but he is happy with the results. No impact on patient. It broke up at the attachment to the handle. He bent it more and could use a chuck to hold it to be able to tighten the last bit.